Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-05810, related manufacturer reference number: 2017865-2020-05813. It was reported that the patient presented as unresponsive during an in-patient hospital stay; subsequent resuscitation was required. Upon interrogation of the implantable cardioverter defibrillator recorded episodes of non-sustained right ventricular over-sensing, were revealed. There appeared to be intermittent loss of capture exhibited by both the right and left ventricular leads. Programming interventions were made. The patient was stable condition.